Manufacturer narrative:
This is two of two reports. This report is related to report ID: 2015691-2024-02749. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the valve was damaged while advancing through the esheath+. Frame was damaged and the entire system was removed. Upon follow up, the fcs advised that there were no abnormalities noted on the sheath prior to use. The loader was able to be fully inserted into the sheath and the sheath was not inserted at a steep angle. The delivery system was at the sheath shaft when the resistance was noted. They pre-dilated the vessel with both 14 fr and 16 fr dilators. The devices that were damaged were the valve and the sheath. The fcs advised that the valve prongs prolapsed through and out of the skirt.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 component code, type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed; the crimped valve had three (3) struts bent outward at the inflow side, the expanded valve had three (3) struts that remained bent outwardly at the inflow side. The frame was deformed. The leaflets were wrinkled and dehydrated. Imagery was provided by the site and revealed the following: it appeared multiple bent struts at the inflow side under cine image and three (3) struts were bent outwardly at inflow side. The complaint for frame damage was confirmed based on provided imagery and returned device. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as reported 'during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the valve was damaged while advancing through the esheath+. Frame was damaged and the entire system was removed.'. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.